Event description:
A cuff leak with a trivantage emg tube was reported during a thyroid procedure. After unsuccessful repositioning and re-inflation, the tube was removed and another tube was used to complete the case. It was mentioned that the doctor they felt more troubleshooting should have taken place prior to the removal of the tube, since the issue could not be duplicated with the same tube after it was removed from the patient and found to be working as intended. There was no report of patient impact or injury as a result of the event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). A quantity of 1 (one) nim trivantage emg endotracheal tube size 8mm, item (B)(4) and lot 0206668615, was received with original carton, inner pouch, and labeling. The tube was visually inspected and no anomalies were observed. Due to the clear material of the valve, it was determined to be of a newer design initiated in late (B)(4) 2013. The returned sample was checked for leaks and no bubbles were seen from any part of the tube including the cuff, the inflation valve, or the inflation tubing and tube lumen connection. The tube was further inflated to 40ml of air for approximately 5 minutes and no deflation of the cuff was observed. This complaint is unconfirmed for leaking. The problem could not be duplicated.